Manufacturer narrative:
A sample device was not returned for analysis. Complaint and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during the intraocular lens (iol) implant procedure, physician noticed a small sliver of the iol was shaved off at the edge and was it was in the anterior chamber (ac). After positioning the lens physician tried to remove it from the ac with aspiration and irrigation (ai) however it go stuck in the aspirator, could not be removed. The surgeon was able to remove it with 25 gauge forceps. The surgeon stated that, the lens as it went into the eye and there did not appear to be any issue with the plunger or the haptics folding. Additional information has been requested.

Manufacturer narrative:
Corrected information provided in h.10. Correction: on initial MDR the eval code of 4114 was an error. It should have been 4117 on the original MDR. Additional information provided in d.10., h.3. And h.10. A qualified cartridge and handpiece were indicated. It is unknown if a qualified viscoelastic was used. The lens remains implanted. Per the instruction for use (IFU): company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the intraocular lens (iol) and potential complications during the implantation process. The IFU also instructs to completely fill the cartridge with ovd immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. The manufacturer internal reference number is: (B)(4).